Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the he was hospitalized on 05/05/2015 due to diabetic ketoacidosis. The customer's blood glucose at the time of the emergency room visit was 325 mg/dl. The customer expressed experiencing convulsions, vomiting and fruity breath, as symptoms of his high blood glucose. The customer was treated with an insulin drip at the hospital. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a scratched reservoir tube window and minor scratches on the lcd window.